Event description:
Per the info provided to co by the dr's office, the device was removed due to a "malfunction." According to the info received, the entire device was removed and replaced with a device produced by this MFR.